Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white foreign objects were observed in the air and water cylinder, tube, and nozzle; adhesive was observed around the objective lens, bending rubber section, and connecting tube; and the circuit board unit in the scope connector and the cable unit were found to be dirty. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction could not be determined. Additionally, the cause of the malfunctions identified during investigation could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope was not recognized by the processor. The issue occurred during inspection for use. There was no patient involvement.